Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 an eye care provider (ecp) in (B)(6) called to report a patient (pt) experienced eye pain in both eyes (ou) after inserting the suspect acuvue® oasys® brand contact lenses (cl). The pt went to an ecp who diagnosed the pt with ¿corneal epithelial shedding¿ and prescribed ofloxacin eye drops, deproteinized calf serum, and ofloxacin eye ointment. The pt¿s eyes were bandaged after seeing the ecp. The pt was unable to open the eyes ¿for a while¿ but advised the eyes are fine currently. On 10sep2019 a translated copy of the pts medical records was provided. Date of visit: (B)(6) 2019; chief complaint: ou eye pain post 1 hour of cl wear; exam: both eyelids are red and swollen. The corneal epithelium defect, anterior chamber is normal/deep, clear, iris normal, lens clear. Diagnosis: corneal epithelial defect ou; recommendations: pt education, no cl wear, no eye make-up; ofloxacin ointment ou q2h; ou eye patch; fu tomorrow with cornea disease department. Date of visit: (B)(6) 2019; chief complaint: fu ou eye pain post cl wear; emergency visit last night, diagnosed as corneal epithelium defect ou; exam: ou eyelids swollen and red, significant tearing, cornea middle big area of epithelium defect, fl+, anterior chamber is normal/deep, iris normal, lens clear; diagnosis: corneal epithelium defect ou; recommendations: ofloxacin ointment ou qid, artificial tears ou qid, fu 2-3 days, d/c cls ou. Date of visit: (B)(6) 2019; chief complaint: fu ou eye pain post cl wear ¿ initial diagnosis: corneal epithelium defect ou; exam: ou eyelids swollen and red, cornea mid epithelium layer intact, partially not smooth, anterior chamber is normal/deep, clear, iris normal, lens clear, conjunctiva red, upper palpebral conj papillae significant number; diagnosis: conjunctivitis ou; recommendations: 0.3% ofloxacin eye ointment ou every other night, tobramycin/dexamethasone eye ointment ou every other night, 0.3% sodium hyaluronate eye ointment ou qid; fu in 5-7 days date of visit: (B)(6) 2019: chief complaint: fu ou eye pain post cl wear ¿ initial diagnosis: corneal epithelium defect ou; exam: no ou eyelids swollen and red, cornea mid epithelium layer intact, partially not smooth, anterior chamber is normal/deep, clear, iris normal, conj red, upper palpebral conj papillae significant number; diagnosis: conjunctivitis ou; recommendations: 0.1% sodium hyaluronate eye drops (hycosan) ou qid, recommend to switch to other brand cls, fu in 1-2 weeks. No additional medical information has been received. The lot number is unknown. The suspect lenses were discarded by the pt. No evaluation can be conducted. This report is for the left eye (os) event. A separate report will be filed for the right eye (od) event. If any further relevant information is received, a supplemental report will be filed.